Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, dashes (---) were noted for sensor parameters. A message that the device was in back-up mode was observed and the sensor parameters could not be programmed. The device was pacing appropriately in ddd mode with normal measured data. A download was unsuccessful.